Manufacturer narrative:
This report is submitted on april 17, 2019.

Manufacturer narrative:
This report is submitted on march 11, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain, non-auditory sensations and a performance decrement with device use. Subsequently the patient's device was explanted on (B)(6) 2019 and the patient was re-implanted with another manufacturer's device.